Manufacturer narrative:
Date of event: unknown. If explanted, give date: not applicable as the lens remains implanted. (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
A female patient reported that after implantation of an ar40e intraocular lens (iol) into her right eye on (B)(6) 2016, she experienced issues with halos and glare. Also that she had laser surgery done. Through follow-up it was learned that the patient also has an ar40e iol implanted in the left eye. The patient is experiencing glares in the right eye and halos for both eyes. She stated that her retina specialist told her that her retina is thin and that she has positive dysphotopsia. She remembers that her physician said that she may need a yag procedure later on. The patient cannot drive because of the dysphotopsia but she can read with contact lenses. Without the contact lenses she cannot see anything and is very disappointed. This event is reportable at this time for the lens implanted in the right eye.